Event description:
It was reported that the patient had been hospitalized. The patient reports feeling dizzy and unconscious. The patient reports their controller and continues glucose monitor application shows a 30 mg/dl - 50 mg/dl difference in values. In addition the patient reports their continues glucose monitor needs to be calibrated. Once at the hospital the patient was treated with a glucose drip. The patient was in the hospital for 3 days.

Manufacturer narrative:
New information received changed b5 from. B5 - describe event or problem: it was reported that the patient had been hospitalized. The patient reports their controller and continues glucose monitor application shows a 30 mg/dl - 50 mg/dl difference in values. In addition, the patient reports their continues glucose monitor needs to be calibrated. Treatment, information as not provided. The customer remains in the hospital at the time of this call. Changed b5 to: it was reported that the patient had been hospitalized. The patient reports feeling dizzy and unconscious. The patient reports their controller and continues glucose monitor application shows a 30 mg/dl - 50 mg/dl difference in values. In addition the patient reports their continues glucose monitor needs to be calibrated. Once at the hospital the patient was treated with a glucose drip. The patient was in the hospital for 3 days. H6 - adverse event problem. Added e0112 dizziness. Added e0119 loss of consciousness.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7.

Event description:
It was reported that the patient had been hospitalized. The patient reports their controller and continues glucose monitor application shows a 30 mg/dl - 50 mg/dl difference in values. In addition, the patient reports their continues glucose monitor needs to be calibrated. Treatment, information as not provided. The customer remains in the hospital at the time of this call.